Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they are unable to quickly clear an alert on the insulin pump. Customer stated that the meter bg now alert appeared on the screen, they tested their blood glucose level, but it did not register with the pump. Therefore, the alarm continued to sound and customer was unable to clear it. Customer stated that this has been a recurring problem. Blood glucose level at the time of the call was not provided. No further information was provided.